Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the whole drawer was failed and not detected on the bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer had failed, and the device was not detected on the bus. A field service engineer (fse) assisted the user to check and to resolve the issue. The system functioned as intended after a field service engineer investigated the device. Additional information from the fse indicated requesting the end user to check and assist, at this point the end user responded that the issue was resolved.